Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr could not duplicate any problems. The unit has passed all test, calibrations and is working to manufacturer specifications.

Event description:
The customer reported while using the avea ventilator, it is not showing any wave forms and no volumes. The customer stated there was no patient involvement associated with this event.